Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure to treat premature ventricular contractions, with two pulsed field lesions delivered, coronary spasm was observed while pulsed field energy was being utilized at the papillary muscle. Electrocardiogram changes were described to have st offset in leads ii, iii, and avf. The patient was not premedicated with a vasodilator; 1 mg of a vasodilator was injected once the offset was witnessed, and an additional 1 mg vasodilator dose was administered post spasm. No additional arrhythmias were observed at the time of spasm, and the spasm resolved a few minutes after the injection. The procedure was aborted. No further patient complications have been reported as a result of this event.